Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has air bubbles in his reservoir. Customer's blood glucose in time of incident was unknown. Customer stated that he had hard time pushing the plunger down and plastic on vial is sticking up. Customer stated he finally was able to get insulin in and he had air bubbles. Customer threw away the reservoir and started over. Customer was advised to not to use insulin that has bubbles and allow to dissipate or use another bottle. Customer was advised to monitor.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Performed pre-fill reservoir testing and the reservoirs passed per inspection. No air bubble anomaly was found during analysis. Checked the o-ring/stopper groove for defects and none were found.